Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge. Pump system check was performed with tandem technical support; cause of occlusion could not be determined. Reportedly, customer changed the type of infusion set used. Customer's blood glucose was 261 mg/dl.